Manufacturer narrative:
This product is not marketed in the us. Device evaluation: product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found no visible damage to lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a micl13.2, -3.0 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to excessive vaulting and narrowing of angles. The lens was exchanged for a shorter lens and the problem was resolved. Patient's post-op bcva is 20/25.

Manufacturer narrative:
Previous statement was incorrect. The product is marketed in the us. (B)(4).